Manufacturer narrative:
Occupation ni equals lay user/patient. Device unable to be processed for return or replacement.

Event description:
The customer complained of questionable inr results for 1 patient tested on coaguchek xs meter with serial number (B)(4) compared to the dade innovin laboratory method. At 8:23 pm, the customer got a result of 6.3 inr from the meter. At 8:31 pm, the customer got a result of 6.4 inr from the meter. At 10:30 pm, the customer got a result of 4.0 inr from the laboratory using the dade innovin method. The customer's therapeutic range is 3.0 to 3.5 inr. The customer does not report the inr results to their doctor. There is no allegation of an adverse event. The customer is anemic but does not know their hematocrit level. The customer was on a heparin drip on (B)(6) 2018 due to a kidney infection, gastritis, and esophagitis. The customer does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, has had no changes to coumadin dosage, has had no symptoms of bruising or bleeding, and has had no changes in diet. Relevant retention test strips (lot 286319) were tested in comparison with the current master. For the purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.